Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received insulin flow blocked alarms twice and a pump error 63 alarm during the auto test and for battery error. The customer changed the infusion set and the reservoir and the delivery time was successful. Customer's blood glucose level was not reported. The device was not returned.